Manufacturer narrative:
Technician found the head section was drifting slowly down. Replaced the valve solenoids to resolve this issue. Located the bed in bed shop.

Event description:
Allegation that the head section was drifting slowly over night. No injury reported.